Event description:
It was reported that the patient dropped the ilet pump, resulting in a broken screen that was not usable; data had been synced to the mobile app prior to shutdown, and the device was successfully powered down using the menu sequence. Symptoms included a minor cut to the patient. Outcomes included no hospitalization, and the patient understands the start-up process will be required on the replacement device. Investigation included customer education on device shutdown, data handling, and continued cgm use with the dexcom app or receiver, as well as arrangements for device replacement and return. Investigation of this case revealed accidental physical damage to the display consistent with user drop, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from a drop.